Event description:
On (B)(6) 2010, this patient underwent treatment for an abdominal aortic aneurysm and was implanted with gore excluder aaa endoprosthesis. Post implant of the trunk-ipsilateral leg and contralateral leg component, an angiogram revealed a proximal type I endoleak. An aortic extender component was implanted and resolved the endoleak. On (B)(6) 2010, the pt underwent a computed tomography angiography (cta) to determine if the devices should be removed. The cta images revealed an inflammation outside the contralateral leg component, implanted in the right common iliac artery. On (B)(6) 2010, all device were explanted and an ax-bi fem bypass surgery using vascular grafts was performed. The patient tolerated the procedure.

Manufacturer narrative:
Eval: a review of the mfg records for the device has been conducted. Results: a review of the mfg records for the device(s) verified that the lot(s) met all pre-release specifications. Add'l devices related to this event (B)(4). The gore excluder aaa endoprosthesis instructions for use (IFU), states: adverse events that may occur and/or require intervention include but are not limited to; endoleak, infection (e.g., aneurysm, device or access sites), surgical conversion.